Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal device check, episodes of non-sustained rv oversensing due to far-p over sensing was observed. Programming changes were made. The patient will be monitored.